Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with lumbar canal stenosis at l4/5, underwent posterior lumbar interbody fusion. Intra op, l5 screw came out due to force of placement of rod with sequential reducer after percutaneous insertion of screw in the patient who had osteoporosis. Patient complications were reported as unknown. The surgeon commented that decompression should have been performed on the patient rather than fixation because the patient had osteoporosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.